Event description:
Tunneler instrument was broken during a bypass operation. Surgeon had to remove broken part from the pt's thigh.

Manufacturer narrative:
Currently awaiting the return of the device for eval. A device history record review could not be performed because the product lot number was not provided.